Event description:
It was reported that during a routine check the right ventricular (rv) pace sense lead showed a loss of capture. An x-ray confirmed that the rv pace sense lead dislodged. It was also reported that repositioning of the lead was unsuccessful; therefore, the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had cosmetic depression and there was blood in/on the helix/lobe mechanism.